Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant in 2013). Essure was removed in 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one close and other did not close"), pelvic pain ("pain") and non-hodgkin's lymphoma ("non-hodgkin's lymphoma") in a 42-year-old female patient who had essure (batch no. 20227513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions type: black rash on legs"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) severe cramping / during menstrual cycle") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) severe vaginal bleeding") and menorrhagia ("menorrhagia / heavy bleeding during menstrual cycle"). In 2012, the patient experienced alopecia ("hair loss hair thinning out and shedding"). On an unknown date, the patient experienced non-hodgkin's lymphoma (seriousness criterion medically significant), abdominal pain lower ("cramping"), coital bleeding ("post coital bleeding"), complication of device insertion ("doctor failed to implant the essure") and complication of device removal ("supposed to get the laparoscopy surgery but she had to cut me open"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes);) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes);). Essure was removed in (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, non-hodgkin's lymphoma, vaginal haemorrhage, headache, alopecia, abdominal pain lower, abdominal pain, complication of device insertion and complication of device removal outcome was unknown, the menorrhagia, rash, dysmenorrhoea and coital bleeding had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, coital bleeding, complication of device insertion, complication of device removal, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, non-hodgkin's lymphoma, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion (B)(6) 2011, hysterectomy: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one close and other did not close/ essure protruding into the adjacent endometrial cavity'), pelvic pain ('pain/pelvic pain') and non-hodgkin's lymphoma ('non-hodgkin's lymphoma/ non-hodgkin's lymphoma originating in the uterus') in a 42-year-old female patient who had essure (batch no. 20227513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia and dysmenorrhea. Concurrent conditions included fibroids, adenomyosis and nabothian cyst. Concomitant products included transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping) severe cramping / during menstrual cycle"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/severe vaginal bleeding"), menorrhagia ("menorrhagia/heavy bleeding during menstrual cycle/abnormal bleeding (menorrhagia)"), rash ("black rash on legs") and migraine ("migraines/headaches"). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss hair thinning out and shedding") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient was found to have non-hodgkin's lymphoma (seriousness criterion medically significant), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("cramping"), coital bleeding ("post coital bleeding"), complication of device insertion ("doctor failed to implant the essure") and complication of device removal ("supposed to get the laparoscopy surgery but she had to cut me open"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes); and hysterectomy, salpingectomy (bilateral removal of fallopian tubes);). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, non-hodgkin's lymphoma, vaginal haemorrhage, alopecia, abdominal pain lower, abdominal pain, complication of device insertion, complication of device removal and vaginal discharge outcome was unknown, the menorrhagia, rash, dysmenorrhoea and coital bleeding had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, coital bleeding, complication of device insertion, complication of device removal, device dislocation, dysmenorrhoea, menorrhagia, migraine, non-hodgkin's lymphoma, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: post-coital bleeding, diagnostic results (normal ranges are provided in parenthesis if available): blood creatine - in (B)(6) 2012: high after hysterectomy. Hysterosalpingogram - on (B)(6) 2010: results: one closed and the other did not close.; on (B)(6) 2011: both tubes were closed. Diagnostic results: (B)(6) 2011, hysterectomy: unilateral occlusion (left tube occluded). ¿concerning the injuries reported in this case, the following ones were described in patients social media record: abnormal bleeding (menorrhagia/vaginal bleeding) and, pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and social media record received. Event" vaginal discharge" was added. Reporter, medical history and lab data (updated) were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one close and other did not close"), pelvic pain ("pain") and non-hodgkin's lymphoma ("non-hodgkin's lymphoma") in a 42-year-old female patient who had essure (batch no. 20227513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions type: black rash on legs"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) severe cramping / during menstrual cycle") and abdominal pain ("abdominal pain"). In march 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) severe vaginal bleeding") and menorrhagia ("menorrhagia / heavy bleeding during menstrual cycle"). In 2012, the patient experienced alopecia ("hair loss hair thinning out and shedding"). On an unknown date, the patient experienced non-hodgkin's lymphoma (seriousness criterion medically significant), abdominal pain lower ("cramping"), coital bleeding ("post coital bleeding"), complication of device insertion ("doctor failed to implant the essure") and complication of device removal ("supposed to get the laparoscopy surgery but she had to cut me open"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes);) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes);). Essure was removed in september 2012. At the time of the report, the device dislocation, pelvic pain, non-hodgkin's lymphoma, vaginal haemorrhage, headache, alopecia, abdominal pain lower, abdominal pain, complication of device insertion and complication of device removal outcome was unknown, the menorrhagia, rash, dysmenorrhoea and coital bleeding had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, coital bleeding, complication of device insertion, complication of device removal, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, non-hodgkin's lymphoma, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in october 2010: total bilateral occlusion mar2011, hysterectomy: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: lot no added. Lab data added. Concomitant medication added. Events added : device dislocation, abnormal bleeding (vaginal) severe vaginal bleeding, menorrhagia / heavy bleeding during menstrual cycle, rashes or skin conditions type: black rash on legs, migraines, headaches, dysmenorrhea (cramping), severe cramping / during menstrual cycle, lymphoma, non-hodgkin's, hair loss hair thinning out and shedding, abdominal pain , cramping, post coital bleeding, complication of device insertion, complication of device removal. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.